Manufacturer narrative:
The insulin pump was received with a compromised force sensor system alarm during prime testing, due to faulty force sensor resistor. The device was also received with minor scratches on the lcd window, a cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corners and a missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported that the insulin pump was return to an office with a crack in the case and on a battery tube. It was also stated insulin was squirting out during the manual priming process. Customer's blood glucose was not known. It was agreed to that the device will be returned for analysis.